Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred due to the customer performing the fill tubing sequence multiple times. Reportedly, the cartridge was filled with an unknown amount of insulin. Customer's blood glucose was approximately 200 mg/dl. The customer added insulin to the cartridge and loaded it successfully.